Event description:
On (B)(6) 2012, the surgeon performed a left side si joint arthrodesis on the patient where he placed three ifuse implants. The patient later presented to the surgeon with pain complaints. The surgeon determined that the patient was experiencing recurrence of si joint pain. On (B)(6) 2013, the surgeon performed a second surgery on the patient placing an additional ifuse implant to provide additional functional stability. None of the previously existing ifuse implants were adjusted or removed.

Manufacturer narrative:
Based on the information provided, review of surgeon training didactic, IFU and fmea, the most probable root cause is late recurrence of symptoms. Part numbers, lot numbers, manufacturing dates and expiration dates of ifuse implants that were implanted on 05/17/2012: ifuse implant, p/n 7040-90, lot# 7628002578003, manufactured 05/31/11, expires 2014-07; ifuse implant, p/n 7045-90, lot# 7628002533008, expires 2014-06; ifuse implant, p/n 7055-90, lot# 11868704110, expires 2016-11.